Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5092182) on 27-jan-2020. This spontaneous case was reported by a regulatory authority and describes the occurrence of embedded device ('embedded inside the top of the uterus') and uterine perforation ('uterine perforation') in a female patient who had essure (batch no. 625646) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain"). The patient was treated with surgery (bilateral salpingectomy/ sheduled hysterectomy in 2020). At the time of the report, the embedded device and uterine perforation outcome was unknown. The reporter provided no causality assessment for embedded device, pelvic pain and uterine perforation with essure. The reporter commented: there were several failures along the way, first with the placement that did not result in indented outcome for blocking tubes, second with the removal of the fallopian tubes without removal of coils. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5092182) on 27-jan-2020. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a regulatory authority and describes the occurrence of embedded device ('embedded inside the top of the uterus') and uterine perforation ('uterine perforation') in a female patient who had essure (batch no. 625646) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain"). The patient was treated with surgery (bilateral salpingectomy/ sheduled hysterectomy in 2020). Essure was removed on (B)(6) 2010. At the time of the report, the embedded device and uterine perforation outcome was unknown. The reporter provided no causality assessment for embedded device, pelvic pain and uterine perforation with essure. The reporter commented: there were several failures along the way, first with the placement that did not result in indented outcome for blocking tubes, second with the removal of the fallopian tubes without removal of coils. Lot number: 625646, manufacturing date: 2007-08, expiration date: 2009-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-feb-2020: quality safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.